Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized due to high blood glucose levels. The blood glucose was too high to detect. Troubleshooting was not possible at the time of call, but it was stated that the patient continued using the insulin pump even though there was an issue with it. The problem that the device had was not reported. No further information provided at this time.